Event description:
A patient reported experiencing inaccurate erratic results with an ot profile meter. The patient's blood glucose was 209 and 78 mg/dl within 10 minutes, with a difference of 81%. Patient did not experience any adverse events. No further information has been reported.